Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined.as the result of checking the manufacturing record of the same lot, there was nothing abnormal detected.a supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the ptfe pad of the subject device was partially separated. No pieces were fallen off.details of the procedure were unknown.the doctor completed the procedure with another device.there was no patient injury regarding this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.